Manufacturer narrative:
Our quality engineer inspected the photos and two samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed no damage on the catheter tip. Foreign matter was observed on the cannula tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. Based on similar complaint (B)(4), visible silicone was observed on the cannula, catheter and catheter body under 10x microscope. The assembly process of the cannula lubrication process was reviewed. The cannula is lubricated by dipping it into a silicone lube tank. During dipping, low air flow is blown through the cannula to prevent silicone flowing into the cannula. After dipping, the part is raised from the silicone lube tank followed by high pressure air blown through the cannula to remove the excess silicone. The catheter subassemblies are then set together with the needle hub subassembly. The assembled part then goes through a series of processes and loaded with the needle cover. There could have been silicone accumulated at the surface of the lube tank which might have transferred to the cannula surface during air blowing. After the catheter subassemblies are set together with the needle hub subassembly, given the silicone-like nature of the lube it is possible for the excess silicone to migrate to the cannula/catheter tip area during transportation or storage. To prevent this defect, revision of the procedure will be completed to include cleaning of the surface of the lube tank and surrounding areas every shift.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 18gx1.25in straight bc had foreign matter I am contacting you to report a problem encountered when using two of your products: product description: short peripheral safety catheter 18g 32mm, reference: 386801, batch number: 4278310, product description: short peripheral safety catheter 18g 32mm, reference: 386801, batch number: 4278310, description of the anomaly: material defect. - when checking these two medical devices before use on wednesday (B)(6) 2025, the radio operator noticed plastic fragments on the catheters. Initially visible on the surface, these fragments have moved and are now trapped inside the catheter protection. This is the third incident with this reference. The devices in question have been retained and are currently in quarantine.